Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had high blood glucose. The customer also reported several no delivery alarms. The customer stated they were having high blood glucose for 4-5 months. Customer's blood glucose was 450 mg/dl. The customer also reported symptoms of high blood glucose such as headache and excess thirst. The customer was treated for their high blood glucose. Customer also stated their drive support cap was loose. No additional information provided.